Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV" and "patient's concern with the product" against left device. The device remains implanted.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV" and "patient's concern with the product" against left device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, opening on anterior and calcification. Leak test and microscopic analysis was performed which identified: striated opening on anterior and posterior, and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage. Additional, changed, and/or corrected data.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d.6b, d9, h3, h6.

Event description:
The device has been explanted and replaced.